Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the arterial catheter allegedly kinked in the magnet section. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was returned to the manufacturer for evaluation. Two kinks were confirmed on the returned arterial catheter. A kink was present in proximal magnets section in the area between magnet no's 13th and 14th. The catheter was also kinked between the indicator and magnet no. 1 on the distal magnet section. Therefore, the investigation is confirmed for the reported catheter kink issue. The root cause for the reported catheter kink issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for the wavelinq endoavf system - baw1491700 (rev 1) was reviewed and contains the following information relevant to the reported event: warnings: 1. The wavelinq¿ endoavf system is only to be used with the approved components specified above. Do not attempt to substitute non-approved devices or use any component of this system with any other medical device system. Use of the system with other components may interfere with proper functioning of the device. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. 9. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Packaging the wavelinq¿ 4f endoavf system is supplied sterile and intended for single use only. Catheters are considered sterile only if the pouch is undamaged and unopened. The outer surfaces of the carton and pouch are non-sterile and must not be placed in the sterile field. Open the pouch using aseptic techniques so that its inner contents are delivered to the sterile field. The wavelinq¿ 4f catheters are sterilized with ethylene oxide gas. Packaging the wavelinq¿ endoavf system is supplied sterile and intended for single use only. Catheters are considered sterile only if the pouch is undamaged and unopened. The outer surfaces of the carton and pouch are non-sterile and must not be placed in the sterile field. Open the pouch using aseptic techniques so that its inner contents are delivered to the sterile field. The wavelinq¿ catheters are sterilized with ethylene oxide gas. Instructions for use once the wavelinq¿ catheters are removed from their packaging, ensure all subsequent procedures are performed in a sterile field. Inspection prior to use 1. Before removing the wavelinq¿ endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ endoavf system. Preparation of the catheters 23. Carefully inspect the wavelinq¿ endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq¿ endoavf system. 24. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ endoavf system to sterile field using standard transfer precautions. 25. Remove the arterial catheter from the packing card and inspect for damage (see figures 1-3). Evaluate the distal end of the catheter. If it is suspected that the sterility or performance of the catheter has been compromised, the catheters should not be used. 26. Advance the arterial catheter over the 0.014" wire and insert through the arterial sheath, taking care not to kink the distal magnet arrays. Under fluoroscopic guidance, advance the catheter to the target avf location. 27. Rotate the arterial catheter until the illumination of the rotational indicator is maximized and the concave surface of the backstop is pointed at 28. Remove the venous catheter from the packing card: a) removing the plug and cable bundle from the card tabs b) unclip the venous handle and then slide the catheter out of its containment tube. Refer to image of wavelinq¿ 4f endoavf system catheters and packaging in ¿system description¿ section above. Do not remove the yellow hemostasis valve crosser. 29. Inspect the venous catheter for damage. If it is suspected that the sterility or performance of the catheter has been compromised, the catheter should not be used the venous wire. H10: g3 h11: g1, h6 (method, result) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the arterial catheter allegedly kinked in the magnet section. The procedure was completed using another device. There was no reported patient injury.